Event description:
The following event was noted during a large single-center retrospective study review (from (B)(6) 2004 and (B)(6) 2009). The hospital database was searched and 850 patients were compared to identify the safety and efficacy of the starclose extravascular closure device in achieving hemostasis following a variety of therapeutic percutaneous peripheral procedures using antegrade (588) or retrograde (625) common femoral artery punctures. A major retroperitoneal hematoma occurred after initially successful clip deployment and additional 5-minute manual compression was applied in an obese female patient after retrograde puncture. The vessel was not calcified. The patient was treated conservatively and left the hospital after 2 days of additional treatment. Follow-up information received from the author indicated: "the term conservative describes the fact that no additional procedure (open surgical or endovascular) was needed and additional treatment was/consisted of blood transfusions, antibiotic therapy and extended 48h hospitalization". Placement of the starclose device was performed by senior interventional radiologists or experienced fellows after adequate training. A 6 fr. Sheath size was used during the procedure. The article indicates that the major complications occurred in the early stages of their learning curve; in addition to lower skill levels, they were related to high puncture (at the level of distal iea) and multiple puncture site attempts affecting both the anterior and posterior vessel walls. No additional information was provided.

Manufacturer narrative:
(B)(4). A thorough analysis could not be performed on the product because it was not returned to abbott vascular for investigation. The reported major retroperitoneal hematoma occurred after initial successful clip deployment. In this case, there was no reported product deficiency. A relationship between the patient effect and the product could not be established and a determination of a probable cause could not be determined. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not returned for analysis. Based on the review of the event, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (Date of event): the procedures were performed between (B)(6) 2004 and (B)(6) 2009. The date for this individual case is not known. (B)(6). Concomitant medical products: sheath: 6 fr; other: clopidogrel, aspirin, heparin. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with relevant information. Article: safety and efficacy of the starclose vascular closure device in more than 1000 consecutive peripheral angioplasty procedures. Stavros spiliopoulos, md, phd, et al; j endovasc ther 2011; 18:435-443. (B)(6).